Event description:
It was reported the customer the insulin pump was blank when they attempted to take their blood glucose. The customer was able to recover their graph on the insulin pump. The customer also inquired why their insulin pump was alarming meter blood glucose every hour. Customer's blood glucose was 137 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.